Event description:
Caller reported that pump battery depleted too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Cts instructed customer to uninstall and reinstall the mobile app and to monitor if battery depletion exceeds 35% per day, which customer understood and acknowledged.